Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # c9de7h. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt devices was returned inside it's package unopened with no apparent damage. The device was visually inspected and no damaged found on the obturator shaft. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device was returned without any damaged. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was found that the obturator shaft was broken. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.